Manufacturer narrative:
Return of the device has been requested, but the facility has retained it. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. If the device is received for analysis, a supplemental report will be submitted. (B)(4). Medwatch number received from user facility: (B)(4). MDR 3004742232-2019-00298 has been submitted for event information related to the csi guide wire. (B)(4).

Event description:
After three treatments to the target lesions located in the left main and circumflex arteries, a coronary atherectomy orbital atherectomy device (oad) became stuck along with a viperwire guide wire. The vessel was approximately 90-95% stenosed and severely calcified. During removal attempts the oad fractured at the crown. The fragment occluded the left main artery and the patient became hemodynamically unstable. Cardiopulmonary resuscitation was administered, an impella device was inserted into the patient and extracorporeal membrane oxygenation was initiated. After the patient was stabilized, the fragment was retrieved from the body with the use of a snare. The patient was sent to the critical care unit, and after a few days they were discharged without further complications.